Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 19 months post-implant, it was reported that the pt was admitted into the hospital after the pt had fell at home and rec'd a laceration to the scalp which was preceded by syncope. Prior to the syncope and the fall the pt was taking an increased dosage of opiates for back pain. A CT scan was performed and revealed a small volume right sylvian fissure subarachnoid hemorrhage. The pt's anticoagulation has been reversed and will be reevaluated after another CT scan is performed. Add'l info rec'd on (B)(4) 2014 indicated that the pt has increased back pain, has known discitis in l1/2 vertebrae and a reoccurrence of staphylococcus bacteraemia. A CT of the pt's spine indicated further erosion of the l1 vertebra. The hospital is currently investigating the cause and the pt's treatment plan will be modified accordingly. The pt remains in the hospital on intravenous antibiotics.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.